Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing thresholds as well as changes in pace impedance measurements and sensing post implant. A possible microdisldogment was suspected. A request for technical review was needed. A review of the device data by technical services (ts) noted that the lead measurements were heading in good direction since (B)(6) 2022. Loss of capture was seen due to the increase in pacing thresholds, and ts wanted to know what the in office follow up revealed and what investigation was done. Ts discussed performing x-ray imaging to determine next steps. Additional information noted that the output was reprogrammed. No adverse patient effects were reported. This lead remains implanted.